Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -12.50/3.0/106 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and on the same day different surgery a shorter length lens was implanted due to excessive vault. The replacement lens resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. This product is not marketed in the us. Claim # (B)(4).